Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and pain ("body aches/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal status as mentioned have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: event: device monitoring procedure not performed was added. Event onset date, patient height were added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and pain ("body aches/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal status as mentioned have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: event: device monitoring procedure not performed was added. Event onset date, patient height were added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and pain ("body aches/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal status as mentioned have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event: device monitoring procedure not performed was added. Event onset date, patient height were added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pain ("body aches/ pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, body aches were added. New reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.